Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Per tandem's user guide: your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof.

Event description:
It was reported that multiple cartridge alarms occurred during the load sequence and basal delivery with multiple cartridges. Additionally, multiple malfunction alarms occurred. Additionally, the pump was exposed to water. Customer's blood glucose level was 227 mg/dl. Reportedly, the customer reverted to a backup insulin pump for insulin therapy.